Manufacturer narrative:
Philips service implemented the fco per planned activity. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a safety intervention was performed on the detector cooling system on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.